Manufacturer narrative:
Other, other text: one device was returned for investigation. It was confirmed that the device was split. The item is a supplied item. The device was sent to the supplier for further investigation.

Event description:
It was reported that when applying a spinal anesthesia, the g27 needle is split into two pieces, approx. 6 cm above the needle shaft. The defect occurred during the first insertion through the introducer needle without a feeling of resistance and is recognized as the insertion unexpectedly "goes to the bottom" without reflux of csf (dura puncture) and was therefore withdrawn to attempt a new insertion. The introducer needle and g27 needle were both retracted, but only part of the g27 needle comes out. The remaining part of the g27 needle is seen approx. 1 cm below skin level extending to the bone surface, visualized by subsequent x-ray, although the introducer needle is approximately 4 cm long. Thus, the remaining part of the g27 needle is located exclusively in the cutis and subcutis without risk of spinal cord or bone damage. Surgical assistance was called and under xray guidance a small incision was made in the cutis/subcutis. The remaining part of the g27 needle was pulled out. The incision was closed with pair of sutures.